Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller is in operating room wit pt on the table so not all sr info gathered. The caller states the have the pt 'opened up' at this time and caller notes they expected to see the listed components in the system (37714, 39565) but instead see an abbott proclaim ins with extensions, adaptors and leads that are being used in conjunction with the 39565 paddles. The caller states they were intending on plugging in the current lead components into a new inceptiv. Agent reviewed considerations around this and noted we can't guarantee functionality and MRI eligibility would be eliminated if abbot components are plugged into inceptiv. Agent mentioned embsnv20 is only for boston/nevro products. Rep reported that the device implanted had reached eri and was no longer providing therapy to patient. This was the reason for the ins being replaced. Patient had stated to hcp that they could not remember when the last time the ins was replaced or who had done the replacement. An competitor's representative was called, and the ins was replaced with a competitor's ins. The issue has been resolved. There were no mdt devices to be returned.